Event description:
It was reported that the surgeon was using the trio parallel distractor with a pink derotation cap over a 7.5x40mm trio screw. The pink derotation cap got stuck on the screw, which resulted in the screw backing out of the patient.

Manufacturer narrative:
Brand name: trio derotation iron 90-110deg. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the manufacturing records were reviewed and there were no relevant issues found during the manufacturing process. The correspondence with the sales rep confirmed that the de-rotation lock became cold-welded to the screw during the surgery which then lead to the screw backing out. The dimensional inspection did not reveal any issue with the part. However, it is possible that the cold-weld has since loosened after the surgery and the issue with the part no longer exists. However, this cannot be conclusively determined. Conclusion: therefore, the screw itself is not at fault, but rather the de-rotation lock.

Event description:
It was reported that the surgeon was using the trio parallel distractor with a pink derotation cap over a 7.5x40mm trio screw. The pink derotation cap got stuck on the screw, which resulted in the screw backing out of the patient.